Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 lvas. No further related events have been reported at this time. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported seizures could not conclusively be established through this evaluation. It was reported that the patient had several seizures overnight and did not respond purposefully. The account later communicated that the patient no longer had seizures since (B)(6) 2020 at 3 am. The patient had a head computed tomography (CT), that was found negative. The pump operated as expected. The account communicated that an air embolus was likely the cause of the seizures and most likely occurred during implant. The patient still doesn¿t follow commands but is able to move all extremities. The patient continues to be monitored and waits for neurological recovery. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas neurological event (not stroke-related). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient received a hm3 implant on (B)(6) 2020. The patient experienced several seizures overnight and was unresponsive purposefully. CT images were negative. The device was operated as expected. The site concluded the event was due to a air embolus that most likely occurred during implant. The site detailed the patient would continue to be monitored. As of (B)(6) 2020 there were no additional seizures. The patient still doesn't follow commands, but is able to move all extremities. No further information was reported.